Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received a shock post implant procedure while the patient was in recovery. System evaluation identified noise and no capture on the right ventricular (rv) channel. Fluoroscopy revealed the rv lead had dislodged and was caught in the atrium where atrial fibrillation (af) had been present prior to shock delivery. The lead was successfully repositioned in an apical position with appropriate measurements.